Event description:
An ortho-clinical diagnostics rep at a customer site reported that a pt sample test in duplicate on the customer's vitros eci analyzer gave elevated troponin I results on both replicates. Falsely elevated troponin I results could lead to inappropriate physician action. There was no report of pt harm as a result of this event.